Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the having device disposable light alarming. There was unknown patient involvement.

Event description:
There was no patient involvement.

Manufacturer narrative:
A1-a6: no patient involvement updated. B5/b6: no patient involvement updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported issue was able to be confirmed through disposable alarm checks. The cause of the reported issue was a faulty heat exchange interlock assembly. It was replaced to fix the problem.